Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance some samples had abnormal values for blood creatinine, serum chorionic gonadotropin, and serum glucose. After retesting, the test bias exceeded the allowable range. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received five photos for investigation. The evaluation of the photos did not show evidence of erroneous results. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-creatinine, glucose) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy (validations attached). Further clinical testing could not be conducted as bd clinical laboratories are unable to test for chorionic gonadotropin (hcg) under current guidelines. This complaint has not been confirmed for the indicated failure mode erroneous results-creatinine, glucose, hcg. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance some samples had abnormal values for blood creatinine, serum chorionic gonadotropin, and serum glucose. After retesting, the test bias exceeded the allowable range. No adverse impact was reported regarding the patient or user.